Event description:
The facility reports the nurse had the patient standing up in the hoist. The nurse turned away to move the wheelchair when the right hand cord slipped out of the cleat and the patient slipped down to the floor. No injuries were reported.